Event description:
It was reported via repair work order that the both head end and foot end jacks were stuck at high height due to malfunctioned jack assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.